Event description:
On (B)(6) 2012, the reporter contacted lifescan alleging that the meter would randomly beep throughout the day. This complaint was initially ruled out due to the following conclusions: this reported malfunction is not considered reportable as lifescan (1) does not believe the chance this malfunction causing or contributing to an ae is more than remote and (2) has not reported an ae where this malfunction may have caused or contributed to the injury/death. There were no allegations of harm or injury was a result of the reported issue. On (B)(6) 2012, lifescan completed device evaluation with the meter involved with this complaint. The alleged complaint could not be confirmed; however, investigation found that the meter would power down when using the test strip port due to a processor failure. This complaint is now being reported due to the processor failure.